Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was received in two ziplock bags, in its original box, with the jar fully submerged in a clear, unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of creases and frame imprints. The leaflets were stiff yet slightly flexible. Leaflets l1 and l2 were semi-open position, while l3 appeared to be in the open position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. Due to the receipt condition, a deployment simulation to evaluate against the alleged infold event cannot be performed. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of a new valve being loaded. Per the physician, annular calcification contributed to the infold.

Event description:
It was reported that during the implantation attempt of a transcatheter aortic valve in a patient with aortic stenosis, during the first deployment attempt, infolding was observed along the entire valve frame. The valve was recaptured into the delivery catheter system (dcs) and withdrawn. A new valve was loaded on a new dcs and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (lot: 0013151993); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h6 image review: thirty eight images of the event reported was provided. There was no executive summary provided for anatomical considerations. Evidence supported a percutaneous balloon angioplasty was done in the right iliac prior to the delivery system being inserted into the body. A fluoroscopic valve check was provided and the valve appears to be misloaded. Per medtronic best practices, overlap prior to node 4 is considered a good load, whereas overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, the bioprosthesis should not be reloaded. The entire system should be discarded, and the valve, catheter, loading system, loading tray, and saline replaced with new sterile components. The misload was not identified and the valve was inserted into the body. Evidence suggests they had difficulty advancing the delivery system through the right iliac. Evidence supported the delivery system was removed, a large bore sheath was inserted along with an additional balloon. After the percutaneous angioplasty in the right iliac the, the delivery system was inserted and deployed to the point of no recapture. Evidence suggested the valve appeared to have an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was recaptured into the delivery catheter system (dcs) and withdrawn. A second fluoroscopic valve check was provided and evidence suggests the valve was loaded properly. A new valve was loaded on a new dcs and implanted successfully. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.